Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single pt sample. A pt sample was tested for accu tni and a result of 0.77 ng/ml was obtained. The result was reported out of the lab. The original sample was retested for accu tni and repeated results were: 0.01 ng/ml and 0.02 ng/ml. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Customer checked qc data after the erroneous result was obtained and found that low qc levels were running high. No actual qc data was provided. A field service engineer (fse) was dispatched to the customer's lab in 2008: the fse inspected the instrument and discovered that substrate volume was not correct. The fse replaced several hardware components and ran a diagnostic testing which passed within specifications. In a follow-up on the next day, customer was still having issues with the instrument and the fse performed add'l service to the instrument: the fse repeated diagnostic testing with good results. The fse replaced: precision valve rotor, stator, and seal. The fse performed qc and 5-point accu tni precision testing with good results. The fse went to the customer's lab again on two days later: the fse noticed that the wash wheel had buffer dripping onto it, and replaced a fluid block. The fse ran diagnostic and qc testing with acceptable results. The fse verified the instrument per established procedures and results met published performance specifications. The fse contacted the customer on 03/14/08 and they reported no further issues. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.